Event description:
Same case as #2134265-2009-02260, 02261, 02262. It was reported that post a coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. Two lesions were identified; one in the mid to distal circumflex artery (cx) and one in the second obtuse marginal artery (om2). The lesions were 100% chronic total occlusions. The cx lesion was predilated with a 2.0x12mm apex balloon inflated to 8 atm's and a 2.25x15mm apex balloon inflated to 10 atm's. A 2.5x16mm taxus liberte' stent was deployed in the distal cx. Next, a 2.5x20mm taxus liberte' stent was deployed in the mid cx at a bifurcation, using a kissing technique with the 2.5x12mm taxus liberte' stent deployed in the om2. Finally a 2.75x16mm taxus liberte' stent was deployed in the mid cx, overlapping the 2.5x16mm stent. The stents were post dilated. A 2.75x15mm quantum maverick balloon was inflated to 12 atm's, using kissing technique with a 2.5x15mm quantum maverick balloon inflated to 12 atm's in the om2. The 2.5x15mm quantum maverick was placed through a strut of the 2.5x20mm stent that had been placed in the mid cx at the bifurcation. The patient received angiomax during the procedure. A ntg drip was discontinued after the patient became hypotensive and a dopamine drip was initiated. The patient had received plavix and aspirin pre-operatively and remained on an angiomax drip post procedure. Other than the hypotension, no patient complications occurred. Less than two hours later, the patient had recurrent 8/10 chest pain and some EKG abnormalities. The patient returned to the ccl. Angiography revealed thrombosis in all four stents. Reintervention was performed. The patient was stable overnight. Ck was normal and troponin max was 3.8. No further complications occurred and the patient was discharged two days later. It was noted in the discharge note by the patient's primary cardiologist that the thrombosis may have occurred "due to incomplete apposition of the stent to the artery wall". The interventionalist noted that since the angiomax was given on prior intervention and the patient had this thrombosis after angiomax, a decision was made to give the patient a double bolus of integrilin and IV heparin bolus per weight base protocol.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.